Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the release tab to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user noticed that the camera arm moved further than intended. The user received phone assistance from the technical support engineer (tse). The tse checked the error log, but no errors were found. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue occurred with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer. The reporter did not experience any shakiness or friction. The issue occurred intermittently whenever the endoscope was moved deeper inside the patient. The issue occurred during an anastomosis surgical procedure. Backup was not used since the issue only occurred once. The procedure was continued robotically with all 4 arms. The reporter confirmed no patient injury since the endoscope did not touch any tissue. No instrument-to-instrument or system arm-to-arm interference was detected. No external collisions were observed.